Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802400 ¿ m/l taper neck ¿ 60958598, 00630505636 ¿ xlpe liner ¿ 61127748, 00771301000 ¿ m/l taper stem ¿ 61053576, 00625006525 ¿ bone screw ¿ 61185878, 00620005622 ¿ shell ¿ 61142227. Reported event was confirmed by review of medical records noting patient was experiencing pain and elevated metal ion levels. Corrosion on the head/neck junction was found during the revision. A new neck, ceramic head and liner were implanted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04406. 0002648920-2019-00743. 0001822565-2018-03292.

Event description:
It was reported that patient underwent a left hip revision approximately 9 years post implantation due to weakness, pain, and elevated metal ion levels. During the revision, alval, significant scar tissue and corrosion at the head neck junction were noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further information at the time of this report.

Manufacturer narrative:
Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified implanted worn / foreign material for the head. The head was submitted for further analysis. Analysis determined the surface with severe corrosion attack and abundant corrosion debris. Review of the device history record identified no deviations or anomalies would contribute to reported event. Left hip initial op note shows the patient had tha due to degenerative joint disease. No soft tissue impingement was noticed. X-ray review demonstrated that overall fit and alignment of the implants are normal, without hardware failure or loosening. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.